Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and passed successfully. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse discovered that the transfer set was not connected firmly with the disconnect kit. There was no patient injury or medical intervention associated with this event. No additional information is available.